Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue. During the eval of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log, the device's outlet flow path thermistor was replaced to address the issue.

Event description:
The MFR received info alleging a ventilator fails to charge its internal battery. The device was not in pt use.